Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped and replaced without complication. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).